Manufacturer narrative:
Due to character limit in e1 section event site name, the full event site name is (B)(6). Due to character limit in the e1 section event site address , the full event site address is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that during cleaning of the cardiosave intra aortic balloon pump, error message related to battery test was identified. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
. It was reported that during cleaning the equipment that the cardiosave intra-aortic balloon pump (iabp) had a battery problem. There was no patient involvement. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found no issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.